Manufacturer narrative:
The insulin pump had severely cracked and bleeding lcd glass. Analysis was unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to damage lcd glass. The insulin pump had cracked case at display window corners , reservoir tube lip and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump fell on the ground and the screen was shared and was not working. The customer¿s blood glucose was unknown. Troubleshoot was performed. Customer was working outside and pump fall off his belt. The customer stated that screen was damage and a long crack on the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.